Event description:
Upon selection of a sheathed hex screwdriver, for screw removal, the scrub nurse discovered that the inside of the screwdriver sheath was heavily contaminated. Further investigation discovered similar levels of contamination throughout all sheathed instruments and all cannulated instruments. T2 basic instruments set, all cannulated/sheathed instruments on tray were affected. Small 10 minute delay in surgery time.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. An investigation of the products and a review of the DHR were not possible, therefore the root cause could not be determined. All these products and tray are cleanable and sterilizable designed; some instruments must be disassembled prior to cleaning (i.e. Screw gauges) like recommended in the reprocessing guide. All these instruments and tray are sold in unsterile condition, this means all instruments and tray must be cleaned and sterilized prior every surgery like recommend in the ifus. The manufacturer does not have any influence to the cleanness of unsterile products. The reported issue is attributed to a user error.

Event description:
Upon selection of a sheathed hex screwdriver, for screw removal, the scrub nurse discovered that the inside of the screwdriver sheath was heavily contaminated. Further investigation discovered similar levels of contamination throughout all sheathed instruments and all cannulated instruments. T2 basic instruments set, all cannulated/sheathed instruments on tray were affected. Small 10 minute delay in surgery time.

Manufacturer narrative:
Device will not be returned for evaluaiton. If the device or additional information becomes available, it will be submitted on a supplemental report.